Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right atrial lead was explanted and replaced due to dislodgement. The patient was stable before, during and after the procedure.